Event description:
The surgeon inserted a cc42048f plate collamer lens. The lens tore upon insertion into the eye. The lens was removed without enlarging incision. No pt injury. Surgery was completed with another lens.